Manufacturer narrative:
Follow-up # 1 date of submission 02/19/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The original complaint of the up arrow and down arrow keypad buttons intermittent response was not duplicated during testing. All of the keypad buttons were found to respond appropriately, were functional and had normal spring back and click. There was no contamination found around the button contacts. Evaluation revealed that the keypad flex connector latch was not closed.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.